Manufacturer narrative:
Upon interrogation, an alert for possible hv lead issue was observed. Review of device diagnostics and stored electrograms showed that the device attempted to deliver high voltage therapy but was stopped due to over current detection. The device was tested on the bench and using automated test equipment and was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during routine device change out, when dft testing with the chronic lead was performed, an alert for possible hv lead issue was received. The device detected the induced vf but did not progress beyond 25j to convert the patient to normal rhythm. The patient was externally rescued. A short charge time was also noted. The device was was explanted.